Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The root cause is attributed to a faulty pitch searchlight flat flex cable, causing communication failures with the universal surgical manipulator 4, axes controller arm.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure that the system did not give the option to dock. Error 48100 and other universal surgical manipulator (usm) 4 errors were observed in the system logs. Prior to calling intuitive surgical, inc. (Isi) technical support engineer (tse), the user disabled usm 4. The system functioned as intended with usm 4 disabled. The user proceeded with 3 usms. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related with the reported event. The usm was installed onto a golden system where the error 32056 was triggered, indicating i2c errors, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform where the automatic gain control current was found to be failing on the pitch searchlight. The pitch searchlight flat flex cable's was tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the pitch searchlight ffc was found to be the root cause of the reported event.